Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. "The patient demographic info: age, weight, bmi at the time of index procedure? Date and name of initial surgical procedure? The diagnosis and indication for the initial surgical procedure? The initial approach for the index surgical procedure? Any concurrent procedure/device implantation? Were there any intra-operative complications? Other relevant patient history/concomitant medications? Product code and lot number? If applicable, will product be returned, return date, tracking information? Onset time of voiding difficulty and pain, and time from the procedure? When was the mesh exposure first noted by a physician? When was the recurrence diagnosed? Mesh exposure site/location, symptoms and diagnostic confirmation? Describe any medical/surgical interventions for exposure including dates and surgical findings. Was the device removed? If so, please date and details of the re-operation. What is physician¿s opinion as to the etiology of or contributing factors to this event what is the patient's current status?

Event description:
It was reported that the patient underwent an unknown gynecological procedure and the mesh was implanted. After the procedure, the patient experienced voiding difficulty, pain and recurrent mesh exposure. The vaginal mesh was completely excised. Additional information has been requested.